Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. It was also reported that the patient was sent to the emergency room and was prescribed antibiotics and patient was hospitalized. The patient underwent an explant procedure. The physician believed that the infection was not device and procedure related. The patient was doing well postoperatively.

Event description:
A report was received that the patient developed an infection at the ipg site. It was also reported that the patient was sent to the emergency room and was prescribed antibiotics and patient was hospitalized. The patient underwent an explant procedure. The physician believed that the infection was not device and procedure related. The patient was doing well postoperatively.